Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing shortness of breath and discomfort. Upon interrogation, an increased threshold resulting in a loss of capture was noted on the left ventricular (lv) lead. An x-ray was performed and revealed a dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable.